Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat, wear abrasion, white particles in the shell and two linear opening on posterior and radius. A leak test and microscopic analysis was performed which identified; crease smooth opening on posterior and three striated openings on posterior, anterior and radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening and three striated openings assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: b.5, d.7, d.10, h.3, h.6.

Event description:
Device has been explanted.